Event description:
It was reported that the power cord to the motor caught on fire and they needed to unplug it. It was confirmed no one was injured in this case.

Manufacturer narrative:
It was reported that the power cord to the motor caught on fire and they needed to unplug it. Account confirmed no one was injured in this case. There are no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.